Manufacturer narrative:
The device will not be returned for evaluation, as the hp continues to use the device for apd therapy. The hcp does not feel that any device failure or malfunction had occurred. The hp inappropriately bypassed a "low drain volume" alarm during the initial drain, resulting in an incomplete initial drain followed by a full fill. As a result of this incident, proper procedure has been reviewed with the hp and his family members.

Event description:
The home pt (hp) reported feeling full, as if he were overfilled, while using the homechoice cycler for apd therapy. Follow up with the hp's healthcare profession (hcp) reveals that the hp had been having outflow difficulties with his catheter earlier that day due to constipation. After the hp had a bowel movement, the hcp had the hp perform a manual midday exchange. The day exchange fluid remained within the hp's peritoneum and was expected to be drained out during the subsequent initial drain using the homechoice cycler. According to the hcp, the hp started adp therapy and received a "low drain volume" alarm during the initial drain. The hp inappropriately bypassed the initial drain phase at the time of the alarm resulting in an incomplete initial drain. The hp then received the programmed fill volume of 2500 mls, after which he felt overfilled. The hp placed the cycler into a manual drain and removed the programmed fill volume plus the day exchange volume, amounting to 4677 mls. Afterwards, the hp continued adp therapy to completion with no difficulties. The hcp relates that there was no pot injury or medical intervention as a result of this incident.